Event description:
The pharmacist contacted lifescan (lfs) germany on (B)(6) 2012 alleging inaccurate high readings on the patient's one touch ultra easy meter. A medical surveillance specialist (mss) sent follow up questions; however, the pharmacist was unwilling to answer any additional questions or providing the patient's contact information. The following was classified based on the initial call. The pharmacist mentioned that the patient had done a test on their ultra easy meter compared to another device. It was noted that the patient was using the same blood sample when doing the comparison test. The patient had obtained a 258 mg/dl on their lfs meter and less than 30 minutes later tested on an accucheck meter and obtained a 205 mg/dl. Readings were taken less than 30 minutes from one another. The patient self-treated with an increase dosage of insulin. At an unspecified time after the comparisons were done the patient developed symptoms of feeling sweaty and was trembling. There is no information on whether the patient treated themselves for the symptoms and how long symptoms lasted. No further clinical information was provided. The product was replaced. The complaint is being reported since the patient took an increase dosage of insulin based on the alleged high reading and later developed symptoms suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510 ( k) # is k061118.

Manufacturer narrative:
Follow-up # 1 ((B)(4) 2012)-device evaluation: the meter and test strips involved with this complaint have been returned and evaluated by product analysis with the following findings: on (B)(4), 2012 the meter was tested and no faults were found. On (B)(4), 2012 the test strips were tested and found to have failed for control solution high. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.